Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, flat blade electrode with hex hub , catalog # 138100, lot 201810011, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of insufficient heat seal is unconfirmed. Conmed received three 138100 in unopened original packaging. The lot number was verified. A visual inspection was performed and found the devices were encroaching the seal of the package. Performed a functional inspection with dye leak testing per procedure which indicated that the packaging did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised that these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic and these devices fail the inspection described herein. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected this issue will continue to be monitored through the complaint system to assure patient safety.